Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. During the visual inspection, the instrument was found to have a broken grip that is completely detached from its base. The conductor wire is broken as result of the grip breakage. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
It was reported that the force bipolar was defective. There was no patient injury reported.